Event description:
It was reported that during the implant procedure the physician noted that the lead tip was bent at the ring electrode. The lead was never introduced into the patient¿s body and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. There were no anomalies observed regarding the distal or proximal end of the lead, a bent appearance was not observed. (B)(4)